Event description:
Surgeon cemented a trident 0 constrained insert into an existing trident 54e cluster cup. Revision surgery was for dislocation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.